Event description:
The customer states that a patient sample tested (B)(6) when processed using the axsym hbsag assay. This patient tested (B)(6) by alternate methods including architect hbsag and confirmed (B)(6) by neutralization testing in (B)(6) 2010. No adverse outcomes were reported related to this issue.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 7a40-22 axsym hbsag that has a similar product distributed in the us, list number 9b01-20 axsym hbsag. Customer return reagents and patient specimen were not made available. A retained kit of lot number 91550lf00, which is identical to lot number 91550lf01, was calibrated and the calibration met instrument specifications. All control values met control specifications and were in the typical range. Hbsag sensitivity specimens (virus subtype: ad and ay) gave results of 0.38 ng/ml for hbsag subtype ad and 0.30 ng/ml for hbsag subtype ay with lot 91550lf00. These results are very well within the range of 0.10 to 0.60 ng/ml, which is reported in the package insert as typical axsym hbsag (v2) sensitivity results from clinical trials and in-house studies. The hbsag sensitivity value represents the lowest detectable concentration of hbsag, which resulted in a (B)(6) result using the respective reagent lot number. In addition, the clinical sensitivity was evaluated by testing two commercially available hepatitis b seroconversion panels (zeptometrix hbv seroconversion panel 11001, donor no. 65524 and seroconversion panel 11011, donor no. 67694). The seroconversion panel results were compared with the manufacturer's test data for these seroconversion panels. The reagent detected one additional bleed reactive for the seroconversion panels than the manufacturer data. As part of the evaluation, complaint records for lot number 91550lf00 were reviewed. This review did not identify any problems relating to the customer observation. A specific reason why the customer experienced this problem was not identified. Based on the evaluation, it was determined that axsym hbsag (v2) reagent pack, list number 7a40-22, lot number 91550lf01, is performing acceptably within the package insert claim for sensitivity.